Event description:
A home pt (hp) contacted a baxter technical svs rep (tsr) and stated that initial drain on a homechoice system (hc) was started before the lines were primed. The tsr advised the hp to start over with all new supplies. Further investigation revealed that the pt line had not primed all the way because the home pt had forgotten to unclamp the line. Per the home pt, there has been no pt injury or med intervention associated with this incident.